Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the guidewire could not be removed after the catheter was positioned. Difficulty was experienced, and the guidewire was removed together with the whole catheter. The procedure was delayed 15-20 minutes and ultimately aborted. It was stated the product was not to be replaced and there was no injury to the patient. Further investigation indicated there was an anomaly with the catheter and guidewire. It was stated there was internal stenosis near the end of the catheter and no other clear anomaly was observed. Kinks in several places of the guidewire and deformation of the coil near one tip of the guidewire was found.

Manufacturer narrative:
Catheter, guidewire and accessories were returned. The valve was not included. It was noted that the guidewire was outside of the dispenser and was bent in several places. Laboratory personnel could not duplicate the complaint because of the condition of the guidewire. Therefore, it is unknown how or when the damage to the guidewire occurred. IFU-17503 warning and precaution section states, ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to analysis: catheter, guidewire and accessories were returned. The valve was not included. It was noted that the guidewire was outside of the dispenser and was bent in several places. The guidewire and catheter were noted to be depressed/crushed in one section. This damage to the guidewire could have contributed to the problem withdrawing the catheter. It was not possible to duplicate the complaint because of the damage to the guidewire. It is not known how or when the damage to the guidewire and catheter occurred. Since the returned product was not in the original packaging, it was not possible to see if any damage to the product box occurred. It is possible that the shipping and handling of the product could have contributed to the damage found to the catheter and guidewire. IFU-17503 that accompanies the product also has warning and precautions stating, ¿handling or the use of instruments when implanting these products may result in the cutting, slitting, crushing, or breaking of components.¿ all catheters and packaging are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.